Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable. It was confirmed that the pump was able to be charged with a different usb cable. In addition, customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer reported blood glucose (bg) level was 257 (mg/dl). It was confirmed the customer was able to reload a cartridge and deliver a bolus to address bg level. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.